Event description:
Device history record was reviewed but nothing linked to the reported event was observed. Device history log could not be reviewed, log not available. The device was not sent back to brézins for investigation as repairs were carried out locally. The replaced display board was returned to france for investigation. The visual check was compliant, the investigator mounted the display board in a vp tester to verify the complaint. He found that there was no display with a continuous alarm. He swapped the lcd with a lab lcd tester and found that it was functional and generating 16.14 volts, confirming that the lcd in question was defective. He was then able to read error 45 0001 in the event log during maintenance test 4. By taking some measurements on the faulty lcd, we observed that the voltage generated was very low 1.545 volts instead of ~16v. Therefore, the reported complaint was confirmed and the reason for the failure is due to a weak lcd component whose output is out of threshold and cannot maintain the display. This complaint is considered as valid. The trend is normal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated no action.

Event description:
Customer reports the following: "service requisition said "not working." When powered on lcd lights up but displays nothing and alarm sounds. Pump would connect to partner, but nothing on lcd and alarm sounds. Replaced the display board and pump functions correctly." Reporting due to the referenced error; no harm to patient was reported. More information is needed to complete the investigation.